Event description:
Pt was admitted for respiratory symptoms due to an automobile accident. Pt was put on a 25,000 unit bag of heparin. The infusion pump was set for a rate of 10 ml/hr and a total volume of 250 ml. Pt was being prepared for x-rays. After the IV was set up, pt was left alone for approx. Five minutes. During this time about 100 ml of heparin had been infused. Infusion pump indicated that 4.5 ml had been infused. Medical intervention was required because of the pt's condition due to the automobile accident, so it is questionable whether this adverse event would have required medical intervention. Pt is fully recovered at this time. Infusion pump will be returned to co for eval.